Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: there is leaking around the ob lens glue. The forceps cover glue is peeling. The rubber glue is chipped. The um image has 2 broken elements. The bending section has multiple broken strands. The control body k-lever is rough and control knob is loose with play. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported the elevator of an evis exera ii ultrasound gastrovideoscope was not working properly. The user reports defects of rotation or bending modules and the elevator is not working properly, therefore it would not fully extend. There was no patient impact related to this occurrence.

Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: there is a possibility that some external force was added to the distal end, leading to the peeling of the glue at the tip. 4 years and 8 months have passed since the device was manufactured, it is possible that the device was affected by age/use related deterioration.